Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post-implant, diaphragmatic stimulation was detected resulting from displacement of the lead tip. The output was adjusted and the lv lead remains in use. It was further reported that 18 months post-implant, diaphragmatic stimulation and twitching were noted. Microdislodgement is suspected. The lv lead remains in use and is being monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.